Event description:
According to the facility "while opening, staff found a hair clinging to the bulb syringe, entire tote discarded".

Manufacturer narrative:
According to the facility "while opening, staff found a hair clinging to the bulb syringe, entire tote discarded". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.